Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where end of the infusion set/hose was damaged on (B)(6) 2025. Infusion set was used for 12 hours. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6005282, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6005282 was manufactured according to the work instruction (wi) version 78 and packaging in the multivac m12 on 02/feb/2024, with a total of (B)(4) units. The sub-assembly, assembly of the lot 4a05823 was manufactured according to the wi version 26 assembled in the quickset line, on 01-feb-2024, with a total of (B)(4) units. The sub-assembly, assembly of the lot 4a06183 was manufactured according to the wi version 26 assembled in the quickset line, on 01-feb-2024, with a total of (B)(4) units. The sub-assembly, assembly of the lot 4b01088 was manufactured according to the wi version 27 assembled in the quickset line, on 05-feb-2024, with a total of (B)(4) units. The sub-assembly, assembly of the lot 4a05884 was manufactured according to the wi version 27 assembled in the quickset line, on 05-feb-2024, with a total of (B)(4) units. The sub-assembly, assembly of the lot 4a06928 was manufactured according to the wi version 26 assembled in the quickset line, on 31-jan-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4a03506 was manufactured according to the wi version 41 and manufactured in the line 4-5-8, on 24-jan-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4a04797 was manufactured according to the wi version 41 and manufactured in the line 4-5-8, on 27-jan-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4a04799 was manufactured according to the wi version 41 and manufactured in the line 4-5-8, on 31-jan-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.